Event description:
It was reported that the patient's pump was removed due to an infection. The patient experienced pocket erosion and wound dehiscene. The primary location of the infection was the device pocket. Cultures were taken at the device pocket lumbar region. The date and results were not reported. The patient did not have meningitis. The patient was treated with perioperative, oral, and intravenous antibiotics. The infection resolved. The patient did not experience any drug withdrawal. The patient's pump contained morphine.

Manufacturer narrative:
.